Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 300629 and lot number 2307781. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Event description:
An incident on 13/03/2023 was reported to us by the onco-hematology clinical pharmacy unit (upco) concerning the following device:seringue 3 pieces 20ml luer lock centre bd plastipak eto (box of 120 units). The department states that when the 20 ml syringes are restocked, the hospital preparer detaches the syringes, which are bound into strips of 6 syringes, so that they can be kept in units for the coordinator's workstation. Chronically, the secondary packaging does not detach properly and tears, exposing the syringes to air, making them non-sterile. The risk is that pphs may not realize this, and prepare a sterile preparation using non-sterile equipment, which is therefore non-compliant. Consequence: loss of product, and even the need to re-prepare the product. Contamination of the environment in isolator. The device in question has not been kept in the department but we are at your disposal for return and expertise.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a020504 - tear, rip or hole in device packaging.

Event description:
An incident on (B)(6) 2023 was reported to us by the onco-haematology clinical pharmacy unit (upco) concerning the following device:seringue 3 pieces 20ml luer lock centre bd plastipak eto (box of 120 units). The department states that when the 20 ml syringes are restocked, the hospital preparer detaches the syringes, which are bound into strips of 6 syringes, so that they can be kept in units for the coordinator's workstation. Chronically, the secondary packaging does not detach properly and tears, exposing the syringes to air, making them non-sterile. The risk is that pphs may not realise this, and prepare a sterile preparation using non-sterile equipment, which is therefore non-compliant. Consequence: loss of product, and even the need to re-prepare the product. Contamination of the environment in isolator. The device in question has not been kept in the department but we are at your disposal for return and expertise.